Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information was inadvertently not included on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation it is likely the following led to the malfunction: the device was in a state where it could not work properly due to broken power unit. The cause for breakage of the power unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the processor was not switching on and a sound was coming out from the processor after pressing the on button on the evis exera iii video system center during preparation for use. The intended diagnostic bronchoscopy procedure was completed with another similar device. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a defective power supply. Additional evaluation findings were as follows: an abnormal sound due to defective power supply, corrosion on the flat cable, and dust inside the unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.